Manufacturer narrative:
No medwatch form was received. The reported field event of being unable to remove the lead from the header was confirmed in the laboratory. The anomaly was caused by silicone, septum material inside the set screw cavities, which prevented loosening of the set screws.

Event description:
It was reported that during device change out, the physician could not remove the lead from the header/connector of the ICD. The device was changed out, and the lead was cut, capped, and replaced. The patient will be monitored.